Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced swelling at thoracic lead incision site. Additionally, patient had ineffective therapy due to lead migration confirmed via x-ray. As a result, surgical intervention took place on (B)(6) 2025, wherein the thoracic lead was explanted and replaced to address the issue.